Manufacturer narrative:
The pump remains in use supporting the patient. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an esophagogastroduodenoscopy (egd) and an enteroscopy were performed. The source of the bleed was unclear, but one oozing lesion was observed in the stomach. The lesion was injected with 1 ml of epinephrine and a hemoclip was placed for hemostasis. Treatment for the bleed was reported as blood transfusions and bleeding control. The patient was discharged home on an unspecified date and status was reported as ¿bleeding controlled.¿ the patient was to later return for inr check and repeat complete blood count (cbc).

Manufacturer narrative:
The referenced former events of gastrointestinal (gi) bleed were reported under medwatch MFR report #2916596-2017-02216, medwatch MFR report #2916596-2018-00774, medwatch MFR report #2916596-2018-01377, medwatch MFR report #2916596-2018-02098, medwatch MFR report #2916596-2018-02415, medwatch MFR report #2916596-2018-02832, and medwatch MFR report #2916596-2018-03493. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported black tarry stools that began 3 days prior, consistent with former events. The patient called the vad coordinator. Blood work showed low hemoglobin and hematocrit. The patient was hospitalized and received unspecified blood transfusion. The event was reported to have started on (B)(6) 2018 and was reported as ongoing.